Event description:
It was reported to boston scientific corporation that an extractor pro xl balloon was used during a stone removal procedure in the common bile duct (cbd) performed on (B)(6) 2012. According to the complaint, during the procedure, contrast medium was attempted to be injected into the injection lumen; however nothing came out as the lumen was blocked. The procedure was completed with a different device. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed foreign material in the trifurcation section of the lumen, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the complaint device found the catheter shaft to have no defects. The balloon was inflated using the syringe enclosed and no issues were noted. On attempting to inject liquid through the inject lumen it was found that the lumen was blocked. The blockage of the lumen was located by inserting a mandrel to the inject lumen. The blockage was found at trifurcation location. The trifurcation was visually inspected and there was no damage noted. The catheter was sectioned and it was noted that a mandrel was stuck in the trifurcation section of the lumen. The mandrel was removed from the lumen. It was found that this fragment was a mandrel used in the supplier manufacturing process that had broken during manufacturing and remained in the lumen, blocking injection of contrast. The reported defect was confirmed as the injection lumen was blocked; however this is now a reportable event due to the presence of foreign material (broken mandrel) in the device. The complaint device failed to meet specifications due to the manufacturing process at a supplier site; therefore the root cause is supplier manufacture. There is a corrective action open to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.